Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was treated by the paramedics due to a low blood glucose reading of 30 mg/dl. The caller stated that the customer had been experiencing low blood glucose levels for the past three weeks, every time he changed the infusion set. The caller noticed that the insulin pump used to have the fixed prime set to 0.7 and now it's at 7.0. The caller does not know how this got changed. Assisted the caller with the correct fixed prime. Advised to have the customer monitor and call back as needed. Nothing further was reported.